Event description:
The customer reported that the unit displayed error code message of proximal and machine pressure sensor failed at start-up. The customer reported that there was no patient involvement.